Manufacturer narrative:
Additional product and event information has been requested from the initial reporter. Also, the incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the line gets clogged up in the line while using water with regular tubing. No patient involvement.